Manufacturer narrative:
Complaint statement (B)(4): the date of the event could not be obtained from the customer. No samples were provided by the customer for evaluation. No batch number was received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint cannot be determined due to insufficient information.

Event description:
Customer states greiner tubes should not be utilized for certain testing at children's hospital. Core hematology (detroit medical center) lab found discrepancies in results between the bd vacutainer tubes and the greiner vacuette tubes. Haemonetics teg and chrono-log analyzers are the instruments involved. Platelet mapping, platelet testing, and platelet aggregations are all mentioned and it is unclear what analyzer performs which test. Greiner tubes have not been validated on either haemonetics teg and chrono-log analyzers.